Event description:
It was reported that this patient experienced chest pain. An x-ray was performed, and the right ventricular (rv) lead perforated the heart wall, which resulted in a pericardial effusion. Subsequently, the patient received a pericardiocentesis and the rv lead was explanted and replaced. The patient also received antibiotics. No additional adverse patient effects were reported.